Event description:
Follow up attempts were unsuccessful. There is no further information in regards to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant continued: 694765 implantable tachy lead (B)(6) 2009; 407652 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient passed out and received a shock from the defibrillator device. Follow-up attempts for additional information from the clinic are in progress, but no information was received at the time of this report. The device remains in use. No patient complications have been reported as a result of this event.